Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative educated patient regarding laying on transmitter while sleeping. Dexcom representative also advised patient to use the smart device's bluetooth settings to forget all other bluetooth devices, disable then re-enable bluetooth, and close all background applications. If after these steps are done and there is still no connection, then reset the smart device. No additional patient or event information is available.